Event description:
It has been reported to co that during the procedure, the proximal lead tail became separated from the catheter at the bifurcate junction. The device was removed and replaced to complete the procedure. There is no report of pt injury. The device is being returned to for evaluation.